Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issues could not be conclusively specified. Regarding the issue of two (2) separate light-emitting diodes (leds) on the peritoneal pressure bar graph illuminated simultaneously, the cause of the indicated issue was a failure of the main printed-circuit board. Since fourteen (14) years and six (6) months had passed since manufacturing of the device, it was likely the issue was due to aging. Regarding the issue of flow values that were out of standard were displayed, the cause of the issue was due to the failure of the first regulator unit. Since fourteen (14) years and six (6) months had passed since manufacturing of the device, it was likely the issue was due to aging.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was not confirmed. However, the device failed the flow rate test because the first regulation unit was faulty. When the device was powered on, the two (2) green light-emitting diode (led) indicators of the bar graph for measuring pressure lit up at the same time because the main board was faulty. In addition, the front panel was cracked at the right-hand side, and the bottom chassis was rusty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the high flow insufflation unit had a low flow rate of twenty (20) liters per minute (lpm). The issue was found at maintenance. No patient involvement reported. During the evaluation of the device, it was noted the first regulation unit and the main board were faulty. This report is to capture the reportable malfunctions of the faulty first regulation unit and the faulty mainboard noted at estimation.